Event description:
It was reported that during a shunt percutaneous transluminal angioplasty treatment procedure, a balloon rupture occurred. Access was obtained via the vein side of the graft. The 90% stenosed lesion was located in the moderately tortuous and non-calcified upper arm shunt. The physician advanced a 6.0x40x40cm sterling balloon to dilate the lesion. The sterling balloon was inflated to 6atms on the first and second inflation. On the third inflation the balloon ruptured at 14atms. The procedure was completed with another 6.0x40x40cm sterling balloon catheter. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
(B)(4).device evaluated by manufacturer:the complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors.